Event description:
It was reported that the wire stayed in cinchlock ss anchor when deployed. The wire was cut along with the suture as low as possible to be flush with the anchor. The surgeon attempted to pull it out, but it didn't budge so he left it.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, as it was discarded, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: wire remained stuck in anchor probable root cause: application - user unfamiliarity with device the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the wire stayed in cinchlock ss anchor when deployed. The wire was cut along with the suture as low as possible to be flush with the anchor. The surgeon attempted to pull it out, but it didn't budge so he left it,

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.